Event description:
Customer reports one incident of a blood leak on reuse #21 at the onset of pt treatment. Noted by a blood leak alarm and visible blood in the dialysate hose. Estimated blood loss was 300 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.